Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted and successfully replaced as it was found to be in safety mode. No additional adverse patient effects were reported. Device is expected to be return for analysis.